Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 417 mg/dl. Customer current blood glucose level was 290 mg/dl. The customer was treated with emergency room and antibiotic pills for infection. Customer also state that the insulin pump had critical pump error. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with critical pump error and unable to download, problem isolated to the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error.